Manufacturer narrative:
(B)(4)

Event description:
It was reported that post-paced t-wave over sensing was observed. The physician elected to make any programming changes for the moment and will monitor the patient. The patient&#38112;condition is fine after the event.